Event description:
Sister of home patient (hp) reported the hp felt overfilled while using the homechoice cycler for apd therapy. Hp's sister states the hp had rec'd a manual exchange prior to therapy with the homechoice, filling with 2000ml. Accorcding to the hp's sister, the hp did not drain completely in the initial drain before the cycler advanced to the first fill. Hp's sister states during the first fill, the hp rec'd the programmed fill of 2000ml on the cycler and felt overfull. Hp's sister reports the hp initiated a manual drain on the cycler, draining out 3600ml. Hp's sister further relates the cycler was programmed for an initial drain alarm of 0ml and no last fill, indicating the hp has a "dry" day. Follow-up with the healthcare professional reveals the hp only performs a manual exchange occasionally, to assist in maintaining proper fluid balance. Health care professional states the manual exchange is not part of the hp's daily prescription. According to hp's sister and the health care professional, there was no pt injury or medical intervention.